Event description:
The pt reported that his vad monitor screen went black for a moment and then came back on while connected to him, twice. The pt reported the incident immediately and the vad monitor was switched out with no negative implications. The pt did not report any alarms on his personal pocket controller.